Manufacturer narrative:
The manufacturer is currently performing an investigation and will provide the results with the supplemental report.

Event description:
Senseonics was made aware of an incident where reported hypoglycemic event on 08 march 2025 around 8:40 pm where user did not provide a bg or sg value.the user reported receiving a low alert on (B)(6)2025 at 8:40 pm. This was confirmed in dms that (B)(6) 2025 at 8:40:44 pm where user's sg was 65 mg/dl and no bg was entered at that time.the user did not self treat or seek medical treatment as the user didn't have low symptoms.

Manufacturer narrative:
The user reported receiving a low glucose alert on (B)(6) 2025 at around 08:40 pm. The user didn't provide blood glucose (bg) and sensor glucose (sg) values as he did not remember. User also mentioned that it was not a big deal and did not want to co-operate further in providing the event details. A review of the data management system (dms) showed that the system asserted a low glucose alert during the time of incident and the sg value was 65 mg/dl. No bg value was entered into the system at that time. Since the user did not complain about system inaccuracies, no further actions were found necessary for this complaint. B4. Date of this report 06 june 2025. D4. Additional device information updated. G3. Date received by the manufacturer? 06 june 2025. H4. Device manufacturing date updated to 28 august 2024. H6. Type of investigation updated to 4121. H6. Investigation findings updated to 213. H6. Investigation conclusions updated to 67.